Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to unknown reasons.

Manufacturer narrative:
Additional information received on february 13, 2018. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
Patient was revised due to metallosis and pain.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: metallosis. No trend considering the following event is identified: pain. Event description: a patient is pursuing a legal case. It was reported that the patient was implanted with a mom hip and underwernt a revision surgery around 6 years post implantation due to pain and metallosis review of received data: operative report of implantation, surgery date: (B)(6) 2010. Preoperative diagnosis: old slipped capital femoral epiphysis with subsequently. Osteoarthritis of the left hip. Postoperative diagnosis: same operation: left tha. Description of procedure:retractors were placed to expose the acetabulum, where there were found to be very large loose osteophytes overlying the anterior and inferior aspects of the acetabulum. There were excised. Reaming was carried out. X-rays revealed satisfactory position (of trial prostheses).cup was tapped in place. It was checked for alignment and found to be satisfactory. Attention was then turned to the proximal femur. It was found that size 5 femoral prosthesis fit excellent. The most stability was with a neutral head and neck length. X-rays were taken after reducing the hip joint and x-rays were taken in the ap position with satisfactory position of the components. Operative report of explantation, service date: (B)(6) 2016 (this is a discrepancy to the date (B)(6) 2016 reported by zimmer biomet legal department.) Preoperative diagnosis: left hip pain secondary metallosis left hip caused by metal and metal articulating surfaces. Postoperative diagnosis: same. Procedure: revision acetabular component left tha. Description of procedure: fibrous and scar tissue was removed to allow adequate visualization of the acetabular component and active articulation dual mobility bearing with ultra highway polyethylene was impacted in to the acetabular shell...it was elected to pursue this option due to the age of the patient and there being a well seated acetabular component which had adequate abduction but did lack a little bit anteversion but significantly simplified this surgical procedure accomplishing our goal of changing out the metal on metal articular surfaces event though this was an off label us (note: surgeon is speaking about the combination of the biomet dual mobility bearing with zimmer biolox head). Following this, a biolock (note: this is a typo; a biolox it is accoridng to pns) ceramic head was impacted on to the trunnion and the hip was atraumatically reduced. Taken images showed there was a lack of good restoration of offest but excellent restoration of leg length.it was chosen not to make additional changes. Device analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap rmw: failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to excessive wear due to micromotion in taper connection between stem and head (e.g fretting) => possible, as the device it not returned for investigation, the condition of it is unknown. Therefore, this cause cannot be excluded. Postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to pe or metal particle release from articulation or taper connection = possible, as the device it not returned for investigation, the condition of it is unknown. Therefore, this cause cannot be excluded. Failure of connection between stem and ball head, implant breakage, corrosion, metalosis dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) = possible, as the device it not returned for investigation, the condition of it is unknown. Therefore, this cause cannot be excluded. Conclusion: it is reported that a patient underwent a revision surgery of a mom tha to change to a ceramic/polyethylene. It is unknown how the reported metallosis was detected, no lab reports are available. The surgical report of explant did not state intra operative findings of metallosis. No devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: metasul taper liner jj/40, 00-8770-011-40, 2517952, shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners, 00875705401,61430661, bone screw self-tapping 6.5 mm dia. 30 mm length, 00625006530, 61412736, stem nh collared 12/14 5 l, 7354-01-205, 60839449. Additional information was received and filed in this report. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).